Event description:
The customer reported three patient samples recovered erroneous complete blood count (cbc) results on the hmx cap pierce (cp) instrument as compared to the results run on an act diff instrument and rerun on the same hmx cp instrument which the customer considers correct. The erroneous results were not reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the diluent had not been mixed properly before being placed on the instrument and was aspirating crystallized diluent salts that had settled on the bottom of the container. The fse replaced the diluent with a new, well mixed full container. This resolved the issue. (B)(4).